Manufacturer narrative:
Product ID neu_ptm_prog, serial# unknown, implanted: 2004 (B)(6); product type programmer, patient product ID 3095-10, serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 3889-28, lot# unknown, implanted: 2004 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient¿s device had not been working for a long time. It was clarified that it had stopped working over one year ago. The patient needed the battery changed because, it was a decade old. The patient had a concussion and had a CT scan 4 days ago and needed an MRI of their head. The MRI was not related to the patient¿s device or therapy. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.